Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer experienced hypoglycemia. The customer's blood glucose level was 52 mg/dl at the time of the incident and was treated with an orange juice and breakfast. The customer informed that they wanted to turn off the grid on the insulin pump. The customer declined troubleshooting. The device will not be returned for analysis.